Manufacturer narrative:
During the investigation, it was found that the allegation is related to a software issue leading to the unexpected outcome. The direct root cause is that the system is not modifying the result according to the range result modification defined when a flag is sent by either the cobas 5800 or the cobas 8800. As a workaround, alphanumeric result modification can be configured, since the saved result is alphanumeric. Once enabled, all results identified as flags will be modified accordingly.

Event description:
Roche diagnostics received an allegation of incorrect software behavior. The module in question communicates with the instruments connected to cobas® infinity central lab. Its function is to exchange information with any instrument connected to the lis. Test results sent by an instrument can be replaced with a specific value. Result by range replacement can be configured to be triggered when the received result falls between two values, has one or more assigned instrument alarms, or includes dilution information. These three conditions can be configured together for the same test, functioning as an and parameter, or separately, functioning as an or parameter. The issue is related to a software problem leading to an unexpected behavior. When the range result modification is configured for a specific flag, and results are sent with that same flag, the system does not trigger the modification, and instead saves the flag as the result. No patients were harmed due to this issue.

Manufacturer narrative:
Medwatch field h6. Adverse event problem, investigation findings, and investigation conclusion codes were updated.